Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the representative picked up the ins and tried to communicate with it with their tablet/communicator; they never succeeded in communicating with the ins.

Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed software or firmware anomaly, security level anomaly. The device was initially not able to open a telemetry session with the physician¿s tablet programmer. It was noted that the device security level was corrupt. After resetting the security level to remove the corrupt flag, device telemetry functioned nominally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Device analysis for (B)(6) has been updated. The device was initially not able to open a telemetry session with the physician¿s tablet programmer due to a corrupted device security level. After resetting the security level to remove the corrupt flag, device telemetry functioned. The reported no-telemetry communication failure was not observed. During discussion with released product engineering, it was noted that the corrupt security level was caused during their analysis before the device was received by the product analysis laboratory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: the country of origin is france. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that communication was not possible with the ins. They used the programming tablet and the patient's handset, and "not found was always displayed. No known environmental or patient factors might have led or contributed to the issue. The nurse tried three different programming tablets and they never succeeded in communicating with the ins, and it was noted that the same tablet worked with a different new ins that same day. The nurse tried ten times to reinitialize the ins, and it did not work. The ins was replaced and the issue was resolved.